Manufacturer narrative:
Neither the user facility in (B)(6) nor the distributor in (B)(6) submitted a user facility/importer report to the manufacturer. Event codes were derived based on information provided by the foreign distributor. The user facility in (B)(6) is sending the alleged faulty device to the distributor in (B)(6) for evaluation and repair. Carefusion has requested that the distributor in (B)(6) provide us with a copy of their evaluation and repair report. Once carefusion has received that report, carefusion will submit a follow-up medwatch report.

Manufacturer narrative:
(B)(4). Failure analysis (fa) lab received a avea pcba control board. An investigation was performed and the reported issue was duplicated. The problem was isolated to a bad boot loader.

Event description:
The following description of the event was copied from an email from the distributor in (B)(6). "Inspected ventilator in biomed shop and found that once the ventilator powered on no uim display came on. Ventilator ac power and battery indicator's coming on but no ventilation. Ventilator failed on patient, patient was not harmed but we would like a report of the problem. Note from rt user: pt placed on ventilator and both rts present when it stopped. Basically, they heard the turbine ''sounding loud", an alarm sounded and they noticed that the vent had stopped functioning. Pt manually ventilated immediately (approx. 12 second response time) and then they noticed that the screen had froze. Circuit stripped and vent sent for biomed's attention."

Manufacturer narrative:
The following information regarding the evaluation of the device was copied from an email from a representative of the distributor in (B)(4). ¿upon inspection of avea p/n (B)(4) s/n (B)(4), uim (B)(4), s/n (B)(4) I was able to reproduce the complaint. On start up the uim screen remained blank, led¿s lit and audible alarm sounded. I replaced the uim with p/n (B)(4) s/n (B)(4). Ran the avea in defaults settings for a day and a half. No issues, no errors in log. Checked the internal transducers ¿ no calibrations needed. Verified output with gas flow analyzer ¿ all numbers in spec. Completed final check out ¿ all ok.¿ carefusion evaluation results: carefusion issued a return goods authorization (rga) number to the distributor in (B)(4) for the return of the alleged faulty uim (user interface module) for evaluation. The alleged faulty user interface module (uim) was received and routed to the carefusion failure analysis lab for evaluation. The carefusion failure analysis lab technician evaluated the user interface module (uim) and was able to reproduce/verify the reported issue. The carefusion failure analysis lab technician determined that the cause of the issue was that the boot loader program on the control pcba in the user interface module (uim) was corrupted.